Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, after about one hour of use, the blade exhibited poor cutting and would no longer morcellate the tissue. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 12/12/2008. Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.